Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-e on the echo. No transfusion or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of the result files shows well score of 0 for cell ii, homozygous e cell of capture-r ready screen 3 (crrs 3), lot r066 resulting in a negative reaction. Well image appears negative . Confirmed the reactivity of the e antigen on retention capture-r ready screen 3 (crrs 3), lot r066, with anti-e.